Event description:
It was reported that "..while the ventilator was connected to a pt, the ventilator failed and displayed several error messages. The ventilator was removed from the pt. The customer has alleged that the pt sustained a pneumothorax and the injury may have been caused by the ventilator. The customer stated the following error messages were posted" o2 measurement failed, device failure, pressure measurement inaccurate, replace ventilation unit. Call dragerservice." Based on the available info, it cannot definitely be excluded that the device contributed to the reported pneumothorax.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the f/u report.